Manufacturer narrative:
Correction: section h10: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a permanent scs implant procedure, the physician performed an laminectomy due to severe stenosis. In turn the patient encountered a significant amount of blood loss during the procedure. As a result, the laminectomy was completed however the physician was unsuccessful implanting the lead.